Event description:
The patient received 2 trial scs leads with the same lot number. It was reported during the patient's trial procedure she experienced right leg and right foot pain. It was also reported the patient was still experiencing the discomfort post-operative; however, it was improving. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.